Event description:
It was reported that the patient experienced sclerosing encapsulating peritonitis coincident with peritoneal dialysis (pd) therapy. The sclerosing encapsulating peritonitis was manifested by bloody effluent and abdominal pain. The cause of the sclerosing encapsulating peritonitis event was not reported. On an unreported date, the patient was hospitalized for the reported event. On an unreported date, the patient was treated with prednisolone (20mg/day, route not reported) for the reported event. The outcome of the reported event was not reported. The following month after the onset of the event, the pd therapy was discontinued and the patient was switched to hemodialysis therapy. After that, the patient performed peritoneal lavage once a day. Additional information was requested but was not available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Title of the literature article: a case of encapsulating peritoneal sclerosis developed in relatively short duration of peritoneal dialysis. Kinoshita k. Aug2014. The date of onset of the peritonitis event was on an unreported date in (B)(6) 2013. Facility name - (B)(6). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. This is same patient as in (B)(4).